Event description:
It was reported that a patient underwent a removal of a left cyst from the chest. During the procedure damage occurred to the left atrium. The atrium was repaired with sutures and an absorbable hemostat was applied to the surface of the heart. After surgery, the patient developed decreased pulses in the lower extremities and no urine output. Several hours later, the patient was taken back to surgery and a large clot was found in the aorta causing a complete obstruction. The pathology report showed that it was artificial material and appears to be cellulose. The patient was reported to have compartment syndrome and damage to the renal arteries. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.